Event description:
Same case as MFR #: 2134265-2011-06075. It was reported that post a stenting treatment procedure, stent thrombosis occurred. Access was obtained via the right femoral artery. Angiography revealed a previously implanted unknown stent in the left anterior descending (lad) artery with 99% stenosis of the proximal portion and 70% stenosis of the distal edge. Angiomax was given. The lesion was predilated using an unknown 2.5mm balloon. A 3.0x12mm ion stent was deployed proximal to the existing unknown stent. Post dilatation was performed using an unknown 3.0mm quantum apex balloon at high atmospheres. The patient began to experience significant chest pain which was resolved with nitroglycerin, dilaudid, and morphine. A 2.5x12 ion stent was deployed overlapping the distal edge of the existing unknown stent. Post dilatation was performed using a unknown 3.0mm quantum apex balloon at high atmospheres. Excellent angiographic results were noted. Nitroglycerin and reopro were given. No patient complications were reported. Three days post the stent procedure, the patient presented with acute chest pain. The patient had been taking effient but experienced atypical pain and was switched to lovenox. The patient was reluctant to take nitroglycerin because of headaches. EKG revealed st elevation in the anteroseptal leads consistent of st elevation anterior myocardial infarction. Patient was transferred to the cardiac cath lab. Access was obtained via the right femoral artery. Angiography revealed a thrombus in the distal portion of the previously implanted stent with timi flow 0. The 100% occluded lesion was able to be crossed with a guide wire. The physician dilated the lesion with a 2.5x20mm quantum apex balloon, inflated to 12 atms for 120 seconds. Angiography was performed. Timi 3 flow was achieved. Patient was pain free. The physician mentioned that the patient did not receive adequate antiplatelet medicine. Medications given included: nitroglycerin, morphine, and reopro. No further patient complications were reported and the patient's status is okay.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).